Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that uninterruptible power supply (ups) batteries of the mobile view station (mvs) were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the batteries of the imaging system were not getting charged. The battery indicator was not scrolling. There was no patient present at the time of the issue.